Event description:
New information notes the device was explanted due to elective replacement indicator (eri) on (B)(6) 2013.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the patient presented to clinic experiencing fatigue and shortness of breath. The pulse generator was in backup operation. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.